Event description:
It was reported that a haptic bent during the insertion of the li61se lens using a competitor's injector (amo-silver pscst). The incision had to be enlarged and the lens was removed. Add'l info has been requested.

Manufacturer narrative:
The lens has been requested but has not been received by bausch & lomb. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.